Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by disconnecting and reconnecting the charger, which allowed the pump to begin charging.